Event description:
The customer indicated that the cannula popped off the 3cc syringe during surgery, causing a minor peripheral corneal edema. The pt had to have two stitches to close the primary incision, and one stitch to close the secondary incision and is improving. The surgeon believes the technician did not properly tighten the cannula to the syringe. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).